Manufacturer narrative:
(B)(4).

Event description:
It was reported that a bluetooth connection issue occurred. The product was evaluated. An external visual inspection was performed and passed. Voltage testing was performed and passed. A pairing test was performed and passed. The bin file was downloaded and passed. A review of the share logs was performed and signal loss greater than one hour was found within the investigation window. The allegation was confirmed. The probable cause was determined to be the transmitter and app were unable to establish a connection. The reported event of a bluetooth connection issue is reportable based on the finding of signal loss greater than one hour. No injury or medical intervention was reported.